Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a scoliosis procedure. The esu was used with an erbe nessy split return electrode, part number 20193-071, lot number: unknown. No information was provided in regards to the unit's settings. After the procedure, a burn/necrosis was discovered under the patient's upper right arm at the edge of the return electrode. Specifically, there was a 0.4 cm 2nd degree burn (whitest tissue change with a large surrounding area of redness). The lesion was treated with lavamid gel. The esu was distributed to a medical facility in (B)(6).

Manufacturer narrative:
The involved esu was inspected/tested (note: the actual return electrode used was not available for an evaluation.). The findings were as follows: esu. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. A review of the unit's chronological data revealed that the esu frequently displayed a current density warning (message n-a-91). In addition, a review of the notes on use (nou) of the return electrode showed that the maximum use of the selected return electrode being for a patient less than or equal to 15 kg. In conclusion, no erbe equipment/accessory problem was found that would have caused or contributed to the incident. Based upon the reported information, it appears that there were significant user factors involved with the event. Specifically, per the nous the selected return electrode was not large enough for the patient and the esu's neutral electrode safety system (nessy) was warnings the user of current density issues (i.e., the dispersion of the current may not be adequate). These factors most likely led to heating which caused the burn/necrosis at the edge of the return electrode. No trends have been identified and erbe USA, inc. Is now closing the file on this event.